Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please explain how the staples did not fire properly? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If no, please explain. If the stapler did fire was the staple line complete? Was the device locked on tissue with the jaws closed? If yes, how was the device removed (anvil release button, red manual knife switch, jaws forced open, device cut from tissue)? Did the jaws eventually open? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during an antrectomy, gastrojejunostomy the echelon gun was not working properly. Unable to open jaw and firing was not smooth.